Manufacturer narrative:
Additional information was added to d9, h3 and h6. H10: two (2) devices were received for evaluation during visual inspection a thin layer of silicone residue between the inlet spike and the spike cap was observed in both samples; however, dark particle matter between the inlet spike and the cap was noted in one of the returned samples. The reported condition was verified for one returned device. The cause of the condition could not be determined; however, the most probable cause is due to a manufacturing issue. The reported condition was not verified for the second device. The other twenty-three (23) samples were not received and therefore, could not be evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that droplets were observed inside the tubing of twenty-five (25) vented high-volume inlets. This was observed prior to opening the over pouch. There was no patient involvement. No additional information is available.